Event description:
It was reported the programmer could not be powered on. There was a serious programmer error message, and rebooting was not possible. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the device experienced a serious error.